Event description:
Attorney's report of pt's alleged pain, facial defect on top of the mesh and possible adhesions.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our current knowledge.